Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer refused to be taken to the hospital for treatment. The reported blood glucose reading was 16 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. The customer was disconnected during priming. The customer stated that she believes the insulin pump is continuing to deliver insulin even when it is placed in the suspend mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See also MFR report number 3004209178-2010-81043.